Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia at the cement to implant interface. Depuy cement was used. Patient was scheduled for a poly exchange . Upon examination of the tibial component it was discovered to be loose. Tibial component was explanted and a new stemmed tibial component was implanted.